Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4). Name medtronic minimed. Street (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Zip four: (B)(6). U.s.

Event description:
It was reported on (B)(6) 2026 that the infusion set cannula was bent, which elevated the glucose level and was treated with a correction bolus via insulin pen shot. Infusion set has been used for few hours.